Event description:
It was reported that the user experienced episodes of low and high glucose while using the ilet with a dexcom g7 and steel 6 mm infusion set, with behaviors including pre-treating lows, pausing insulin as glucose fell, announcing less-than-meals, and over-treating nocturnal lows; the user also reported infusion-site pain and small bumps after extending use of certain sets and completed a full device setup and field replacement under guidance, with oral glucose used for treatment. Symptoms included hypoglycemia, hyperglycemia, malaise, hot flashes/flushes, and skin irritation at infusion sites. Outcomes included the need for unexpected medical intervention in the form of medication administration for glucose correction. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device-related findings and insufficient information regarding a specific device component, with the medical device problem categorized as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.